Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening and pain. Update: (B)(6) 2011 - litigation papers were received. Litigation papers allege pain, swelling and inflammation and damage to surrounding bone and tissue as well as a partial or complete lack of mobility, and the need for revision surgery to replace the device.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular loosening and pain. **update** (B)(6) 2011 - litigation papers were received. Litigation papers allege pain, swelling and inflammation and damage to surrounding bone and tissue as well as a partial or complete lack of mobility, and the need for revision surgery to replace the device. **update** (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.